Event description:
Pt was received on nursing unit from cardiovascular surgery. Atrium chest tube and ats system in place. The rn removed the ats bag in attempt to reinfuse 350cc of pt's own blood. When bag was reinverted to hang for autotransfusion, blood ran out of the bag through a crack in the bag. Crack was located along seam by inflow tubing.